Event description:
Report received of an over-delivery of nipride. It was reported that the nurse was having difficulty programming the pump. The pump was programmed to deliver 250cc bag of nipride at 4.3cc/hr with a volume to be infused of 200cc. The customer reported that the nurse had to program the pump twice, because the pump would alarm and display turn to run, even after the nurse already had set the pump to run. It was reported that approximately four hours after the infusion was initiated, the pump alarmed that the volume to be infused was complete. The customer reported no adverse pt event, and no medical interventions were required. Though requested, no add'l info was available.